Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that he had been having problems with the recharging paddle. The patient called a manufacturer¿s representative (rep) who thought the problem was with one of the pins for the plug on the cord. The patient said his visual inspection of the pins was they looked good, nice and straight and the controller socket looked good too. The patient reported that it kept saying looking for device. The patient thought he got it to connect a couple of times because he moved the wire around and he was actually charging the ins with excellent connection during the call and it had showed the ins battery level in the red but shortly after the call started it went to 30% and at the end of the call it had progressed to 40%. The patient reported that he had been told he would have to recharge once a week and he had been charging every other day, the ins battery level dropped from full to 50% within 2 days it was down to 40%. The patient reported that last night he wanted to see what would happen if he waited until this morning to recharge and before the call it didn¿t show any progress. No further complications were reported.